Event description:
It was reported that proximal filter kink occurred. A transcatheter aortic valve replacement procedure was being performed with a sentinel cerebral protection system (cps) for embolic protection. The sentinel cps was prepared without issue and no damage was identified. The sentinel cps was inserted and when the proximal filter was deployed, it did not appear that the hoop had opened properly. However, the physician was happy with the result and proceeded with deploying the distal filter and completing the case. At the closure of the case, the sentinel cps was removed without incident. Once outside the patient, the sentinel cps filters were opened to review if particles had been caught. When examining the proximal filter, it appeared that the filter hoop was bent where it attached to the anchor wire. There were no patient complications.

Event description:
It was reported that proximal filter kinked. A transcatheter aortic valve replacement procedure was being performed with a sentinel cerebral protection system (cps) for embolic protection. The sentinel cps was prepared without issue and no damage was identified. The sentinel cps was inserted and when the proximal filter was deployed, it did not appear that the hoop had opened properly. However, the physician was happy with the result and proceeded with deploying the distal filter and completing the case. At the closure of the case, the sentinel cps was removed without incident. Once outside the patient, the sentinel cps filters were opened to review if particles had been caught. When examining the proximal filter, it appeared that the filter hoop was bent where it attached to the anchor wire. There were no patient complications.

Manufacturer narrative:
H3 device evaluated by MFR: the sentinel cps was partially returned for device analysis. Only the proximal filter was returned for analysis which confirms there was detachment from the rest of the sentinel cps. A kink was observed at the end of the proximal filter. Additional information was requested regarding the detachment of the returned proximal filter; however, no additional information was received.